Event description:
The customer reported that prior to pt use when the ventilator was turned on it was not ventilating properly, it was possible autocycling. No pt involvement.

Manufacturer narrative:
(B)(4): the carefusion field service technician replaced defective exhalation sensor to fix the reported issue. Ventilator operates according to specifications.